Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a rash under the lifevest. The patient's nurse recommended taking benadryl and put gauze over the irritation. The patient also began using a spray. The patient reported that the irritation was improving.